Manufacturer narrative:
Weight: 74.8 kg. Imdrf device code (B)(4) captures the reportable investigation finding of stent partially deployed. Imdrf device code (B)(4) captures the reportable investigation finding of stent failure to expand. An axios stent and electrocautery enhanced delivery system were returned for analysis. The stent was returned partially deployed. The delivery system was returned slightly move to position "2". Visual examination of the returned device found the proximal flange not expanded. Functional inspection was performed; the catheter was able to pass through the luer without resistance. Also, the stent hub was able to be moved down to the second and fourth position and the stent was deployed without problems; however, the proximal flange did not expand. No other problems were noted to the stent and delivery system. Taking all available information into consideration, the investigation concluded that the reported event and observed failures were likely due to factors encountered during the procedure. It may be that lesion characteristics, how the device was handled, the technique used by the physician and/or normal procedural difficulties encountered during the procedure, limited the performance of the device and contributed to the reported event and the observed failures. The observed failure of proximal flange failing to expand may have been due to exposure to unusually challenging handling or storage conditions (highly compressed state and exposed to aging, elevated temperatures and humidity). Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to the procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic mass during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2022. During the procedure, the stent could not be deployed. The stent was removed from the patient fully covered by the outer sheath. The procedure was completed using another axios stent. There were no patient complications as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the stent partially deployed, and the second flange failed to expand. Please see block h10 for full investigation details.